Manufacturer narrative:
The unit was received with a missing segment due to a cracked lcd zebra connector. The unit had a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer called in to report lines on pixel. The customer's blood glucose level was 250 mg/dl. No further details were provided.